Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a distorted image. The issue was found during a diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient involvement